Event description:
It was reported that the patient presented with pain in the pocket area with arm movement. Upon checking, the pulse generator was found to be moving with arm movement. Pocket revision was performed and the device was repositioned. No patient symptoms were reported. The patient was reported to be stable.